Event description:
It was reported that the user performed the ¿fill tubing¿ step while still connected to the infusion set and delivered approximately 7 units, with glucose values rising to a peak of 256 mg/dl before trending down and guidance was provided to disconnect and properly complete tubing fill. The device involved was the ilet with an inset infusion set, and the component implicated was the tubing. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no clinical signs, symptoms, or health consequences. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device malfunction, identified a usage problem related to an improper procedure, and implicated the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event. The user received education to prevent recurrence.

Manufacturer narrative:
Initial.